Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pectoral pocket stimulation. It was also reported that the unipolar right atrial (ra) and right ventricular (rv) leads had low impedance, and the ra lead was undersensing p waves. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Auto lead diagnostics shows atrial short circuit paces with lead impedance less than 200 ohms. An atrial lead warning occurred on (B)(6) 2014.